Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating a 24/+-12v/power fail condition. The customer did not report the occurrence during any previous usage and there was no patient harm reported. The unit was no longer under warranty so the customer gave the unit to a 3rd party service group for non-warranty repair. The 3rd party service group reported to the manufacturer's service technician that the ventilator's backup battery was not functioning and it would be replaced to address the finding.